Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp. (This follow-up MDR was mailed to the FDA on 6/19/98).

Event description:
The iab was inserted into the pt on 3/19/98. On 3/21/98 after iabp for 32 hours, the "rapid gas loss" alarm sounded from the system 97 pump and blood was noted in the helium extender tubing. The iab was removed and no second iab was inserted. (Event complications: unk - reported 4/3/98; none - reported 4/9/98.) (Pt's current status: stable - reported 4/9/98)